Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and the customer has requested a replacement. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the four drawers were replaced due to prior liquid damage. A field service engineer transferred two flex controller boards from the medcart controller board to the pyxibus controller board. After the transfer, the drawers were configured to the station, and all drawer positions and latch sensors were tested. The system functioned as intended after the field service engineer repaired the device.